Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device fault detected during preventive maintenance - damaged screen protector. There was no reported patient involvement / adverse patient impact.

Event description:
It was reported to philips that the device screen protector was damaged during preventive maintenance. There was no reported patient involvement.